Event description:
Information received by medtronic indicated that the insulin pump had a crack and chipped off piece at the back of the rail area. Customer stated that insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4) p-cap locked in place properly during testing. Customer called in with the following concern: customer states that there is a chipped off piece on the rails of the back clip side and as well as a crack at the back. Document additional details (height of drop, surface pump was dropped on): pants on the waist and shoulder-drops every where. No additional details. Insulin pump was successfully download using (crest software) and (thus software). During download pump review pump error alarm was recorded. Cut insulin pump open and perform a visual inspection of connectors and electronic stack. Force sensor zero offset within spec(23.3mv). Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. During visual inspection, the ingress of water corroding electronic stack and corroding force sensor flex connector gold traces causing electrical short. Insulin pump also received with cracked case (battery tube), broken battery tube threads and cracked keypad at select button. No broken or cracked belt clip rails noted during visual inspection. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and broken battery tube threads were noted.